Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer reference number: 1627487-2024-07192. It was reported that the patient had ineffective stimulation and an inoperable rechargeable ipg. Additionally, the patient did not charge their ipg as recommended. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The unique device identifier is unknown because the lot and part number were not provided during processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.